Event description:
Rvtip to rv coil lead impedance warning on (B)(6) 2020, measurement consistent with historical values. Possible oversensing noted on ventricular channel. Mdt rep contacted (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).